Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "the catheter could not be pushed through the introducer. It split the plastic tube.". No patient involvement.

Manufacturer narrative:
(B)(4). Upon investigation of the returned sample, it was found that the malfunction was not reportable; thus the initial MDR, submitted on 09/13/2021, should be retracted.

Event description:
It was reported "the catheter could not be pushed through the introducer. It split the plastic tube.". No patient involvement.